Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that in the middle of process of dialysis the catheter came out from pt without the cuff. The catheter was implanted on (B)(6) 2011.